Manufacturer narrative:
A boston scientific technical services consultant explained device behavior in regards to remaining longevity and stated that a download of the device data could be performed. The device remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
The device was subsequently explanted four months after the initial observations for normal battery depletion. The device is currently being evaluated in our post market quality assurance labortory. This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this device has been consistently displaying 0.5 years of remaining longevity for the last four follow up visits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.